Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert triggered for low defibrillation impedance. The lead is still in use. No patient complications have been reported as a result of this event.